Event description:
Medic crew #7 responded to a run at 229 n. Walcott on a 21/w/m c/o orerdose. When this patient was "hooked up" to life pak #10 for EKG monitoring, the monitor would shut off on it's own. After tapping on the monitor it would come back on but soon go off again.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.